Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind anomaly. The blood glucose was 174 mg/dl at the time of the incident. Customer can not exit the rewind loop, pump alarm rewinding but the message does not go away. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer advised to replace the insulin pump and revert to back up plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime fill anomaly noted during testing.